Event description:
During an implant procedure, the lead impedance was checked and a pc shock was performed successfully. The patient was then induced with a shock to be delivered at 500v. However, during the induction, a "pop" was heard. The device continued to charge but did not deliver a shock. The patient received external defibrillation which terminated the episode. The real time egm was reviewed and showed high frequency noise. The device was inspected after the procedure. The terminal svc block appeared as if blood was present in the connector portion of the device.